Manufacturer narrative:
The root cause of this adverse event was not determined.

Event description:
During the planning phase of custom case (B)(4), intended to replace an existing eleos construct due to the patient's alleged hypersensitivity to nickel: the lead patient solutions engineer, identified that the provided patient anatomy imaging appeared to indicate that an eleos left distal femur was in-situ in the patient's right leg.